Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high definition lcd monitor did not turn on. The issue occurred during the preparation for use. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The customer consulted with an olympus field service engineer (fse). The matrix was found to be damaged and the monitor needed to be sent for service. This event is under investigation. A supplemental report will be submitted upon receiving additional information.